Event description:
The manufacturer received information alleging a ventilator service required alarm sounded. There was no harm or injury reported. No medical interventions were specified. The device is currently waiting for estimate approval to replaced the internal battery, muffler assembly, machine flow sensor, air inlet foam, system pc board assembly, blower assembly, and buzzer assembly. Once approval is granted the parts will be replaced. A follow-up report will be submitted when the manufacturer's investigation and/or repairs are complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm sounded. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.